Event description:
Additional information received from the patient reported that he saw the doctor and manufacturer representative on (B)(6) 2015, adjustments were made, and the problem was fixed.

Manufacturer narrative:
Concomitant medical products: product ID 977a260, serial# (B)(4), implanted: (B)(6) 2015, product type: lead. Product ID 977a260, serial# (B)(4), implanted: (B)(6) 2015, product type: lead. (B)(4).

Event description:
The patient reported a shocking sensation. The patient had adaptive stim (as) turned on and ever since then he had an intermittent surging sensation that was shocking. It was occurring daily. It seemed to be worse on his left side and when he was sitting. There was no trauma or fall that could be related to this issue. There was no recent medical test or electromagnetic interference (emi) exposure. They checked the implantable neurostimulator (ins) with the patient programmer (pp) and it showed that stimulation was on. The patient turned off as and the issue almost completely resolved immediately. The patient was going to follow up at the next appointment about as and surging issues. It was noted that the surging was described as stimulation sensation that would suddenly become really strong and then go away and that it seemed to be positional in nature. The issues started to occur in (B)(6) 2015. The patient's relevant medical history includes spinal pain. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain additional information. If additional information is received, a follow-up report will be sent.